Event description:
Reporter alleged the blood glucose monitoring device was reading high. It was reported meter read 537 & 557 mg/dl and took 4 oral diabetes pills and waited 30 minutes to obtain a result of 557 mg/dl. Reporter stated testing on a neighbor's device which read 126 mg/dl and a friend's meter which read 126 mg/dl. No treatment was reportedly received. A request was made for the return of the suspect device and replacement product was sent.